Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stented balloon catheter (without the stent) loaded inside a 6f mach 1 guide catheter, an unknown introducer sheath and a guide wire. The devices were bloody, with the balloon filled with hardened contrast and the mach 1 was damaged at the tip and at the distal end of the shaft. The devices were soaked in a warm water bath for 4 days. The devices were separated using a small amount of force, during the lab analysis. The tip, balloon, and inner/outer shaft were microscopically, tactile and visually inspected. Inspection found no damage or irregularities. Functional testing conducted by attaching a lab supplied inflation device to the hub of the complaint device, and inflating the balloon to rated burst pressure for 5 minutes. Once the balloon was inflated for 5 minutes, negative pressure was applied and the balloon deflated in 11 seconds, meeting the specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported that the distal portion of the balloon was still inflated a little bit when it was removed. The patient did not have any symptoms while the balloon remained a bit inflated. It took several minutes and several inflations and deflations of the balloon inside the stent before it was removed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10458. It was reported that balloon deflation failure and catheter removal difficulty occurred. The target lesion was located in a very tortuous aorta and heavily calcified ostial left renal artery. After a 6f pv mach1 guide catheter was engaged and a 190cm/short taper/straight thruway guidewire crossed the lesion, pre-dilation was performed with a 4mm sterling balloon catheter. A 6.0mmx18mmx90cm express® sd renal/biliary stent was advanced and was deployed successfully. However, after stent deployment, the balloon could not be removed from the stent. The balloon did not retract into the guide catheter as the tip portion was still inflated. Several attempts to deflate the balloon but was unsuccessful. Nothing would pull out through the 6 fr sheath. A non-bsc wire was then inserted passed the guide catheter. The guide catheter, stent delivery catheter including the balloon, wire and sheath were removed all together. A new 7 fr sheath and an angiographic catheter were then placed and a cone of the vessel was performed. The vessel was opened and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Date of this report updated and corrected from (B)(6) 2017 to (B)(6) 2017. (B)(4).

Event description:
It was further reported that the distal portion of the balloon was still inflated a little bit when it was removed. The patient did not have any symptoms while the balloon remained a bit inflated. It took several minutes and several inflations and deflations of the balloon inside the stent before it was removed. No further patient complications were reported and the patient's status was fine.